Event description:
Additional information obtained via a voluntary medwatch report (B)(4) noted that the patient's pump was explanted. It was stated that the pump was non-functioning.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: 2011-(B)(6), explanted: unk. Personal therapy manager (ptm) model: 8835, serial #: (B)(4).

Event description:
A volume discrepancy at a refill was reported. The expected residual volume was 15ml; however 30 ml was aspirated from the pump. Healthcare provider (hcp) performed a roller study and rollers moved 20 degrees and not 60. Hcp was able to get telemetry; had programmed a single bolus with 0.01 times concentration over one minute. X-rays were taken before and after. It was stated that following the pump implant they started doing radiation therapy on the patient next day for 6 days. Additional information has been requested, a follow up report will be sent when it becomes available.

Event description:
This event was also reported under manufacture report # 3007566237-2012-00703: [it was reported that the pump was "non-functioning." The pump was implanted (B)(6) 2011 and explanted (B)(6) 2011. Any additional information received will be reported under this manufacturer report number 3004209178-2012-00293.

Manufacturer narrative:
(B)(4).